Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MDR number: 3007963827-2021-00013.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded at the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that underwent left total knee arthroplasty. Subsequently, patient underwent a revision procedure due to periprosthetic fracture of the patient femur. All devices were remove and replaced.